Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens vaulted asymmetrically in a z-configuration and the lens was explanted, and replaced with a sulcus-fixated iol. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that related to the reported issue.